Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be depleting faster than expected. Upon most recent remote device check, the battery reserved was down to 15%, when five days prior the battery reserve was at 52%. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. The battery is being monitored remotely once every two weeks. Currently evidence suggests that this product remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device has been explanted and returned to boston scientific for analysis . No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be depleting faster than expected. Upon most recent remote device check, the battery reserved was down to 15%, when five days prior the battery reserve was at 52%. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. The battery is being monitored remotely once every two weeks. Currently evidence suggests that this product remains in-service. No adverse patient effects were reported.